Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 405852 lead, implanted: (B)(6) 1990. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the implant procedure the seal on the implantable pulse generator (ipg) packaging was not sealed and when it was opened up the sealing was also broken. The ipg was not used and a different ipg was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.